Event description:
Patient presented to the physician with an ongoing burning sensation with therapy and pain in the arm. Physician brought the patient into the or and explanted the entire inspire system.